Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that a white piece of the vizigo valve/hub broke free and the dilator could not be advanced. Another sheath was then opened, and the procedure was continued and completed with the second sheath. Additional information was received on the event. In the clear section of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was a smaller white piece that was free floating in the clear area and the physician was not able to advance anything through it as it was not aligned properly. The gasket was not in two pieces, it was just dislodged. Nothing was detached from the sheath itself. One piece was floating inside an area of the sheath but nothing physically broke off. The sheath did not enter the patient¿s body. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that a white piece of the vizigo valve/hub broke free and the dilator could not be advanced. Another sheath was then opened, and the procedure was continued and completed with the second sheath. Additional information was received on the event. In the clear section of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was a smaller white piece that was free floating in the clear area and the physician was not able to advance anything through it as it was not aligned properly. The gasket was not in two pieces, it was just dislodged. Nothing was detached from the sheath itself. One piece was floating inside an area of the sheath but nothing physically broke off. The sheath did not enter the patient¿s body. The device evaluation was completed on 19-apr-2022. The product was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).